Manufacturer narrative:
Investigation summary: the customer issued a complaint for could not attach hypoint needle to syringe during market usage of the product. No sample or photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The description of the issue is unclear it is not possible to investigate the reported condition, determine the root cause or link to a quality criteria in the customer specification. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured, and released according to applicable procedures and specifications. A review of the quality history within the sap system has been performed as part of the investigation. No quality notifications were identified during the production which relate to the reported condition. Unconfirmed: no evidence provided.

Event description:
It was reported that the bd hypoint¿ needle and syringe separated while injecting diluent into the vial and leaked. The following information was provided by the initial reporter, translated from french: "he tried to inject the diluent into the vial and the needle ¿slipped/popped¿ out from the syringe and caused all the diluent to spill out."